Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("female pelvic pain"), pelvic organ prolapse ("pelvic organ prolapse."), uterine prolapse ("uterine prolapse without vaginal wall prolapse"), rectocele ("rectocele") and enterocele ("enterocele") in a 39 year-old female patient who had essure inserted (lot no. C03099) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of water retention (she has a lot of water retention when she is on her menses) on (B)(6) 2014, irritable bowel syndrome, hypothyroidism, parity 1 and gravida I. Concurrent conditions were listed as social alcohol drinker and smoker (current every day smoker). Concomitant products included oral contraceptive nos since (B)(6) 2014, butalbital/asa/caffeine (acetylsalicylic acid;butalbital;caffeine), hydroxyzine hydrochloride, triamterene & hctz (hydrochlorothiazide;triamterene) and hyoscyamine sulfate. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 4 days after essure insertion, she experienced uterine prolapse (seriousness criterion medically important). On (B)(6) 2014 she experienced pelvic organ prolapse (seriousness criterion medically important), rectocele (seriousness criterion medically important) and bladder pain ("bladder pain"). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), enterocele (seriousness criterion medically important), adnexa uteri cyst ("paratubal cysts / ovarian cyst right"), constipation ("constipation"), cystitis interstitial ("interstitial cystitis"), back pain ("low back pain"), dyspareunia ("deep thrust dyspareunia"), sexual dysfunction ("sexual dysfunction"), vaginal flatulence ("vaginal air"), anal incontinence ("anal incontinence"), flatulence ("flatus") and bowel movement irregularity ("two to three bowel movements per week / defecation spending an inordinate amount of time at stool"). The patient was treated with laxative [bisacodyl] as well as surgery (essure removal via partial or total oophorectomy and salpingectomy on (B)(6) 2022, posterior vaginal colpopexy with graft placement, partial vaginectomy., levator ani muscle plication., repair of enterocele and rectocele. And repair of enterocele and rectocele). At the time of the report, the outcomes for pelvic pain, pelvic organ prolapse, uterine prolapse, rectocele, enterocele, adnexa uteri cyst, constipation, bladder pain, cystitis interstitial, back pain, dyspareunia, sexual dysfunction, vaginal flatulence, anal incontinence and flatulence were unknown. The reporter considered adnexa uteri cyst, anal incontinence, back pain, bladder pain, bowel movement irregularity, constipation, cystitis interstitial, dyspareunia, enterocele, flatulence, pelvic organ prolapse, pelvic pain, rectocele, sexual dysfunction, uterine prolapse and vaginal flatulence to be related to essure administration. The reporter commented: follow-up ((B)(6) 2023) discrepancy noted in newly informed essure insertion date: now informed as 05/aug/2014 essure placement details on (B)(6) 2014 procedure essure procedure note: both ostiais previously visualized with hysto. Patient tolerated procedure well. Micro- inserts placed successfully, without complications. Proximal coils at right cornua 8 and left cornua 5. Essure removal details (B)(6) 2022 procedure-laparoscopy, surgical; with fulguration or excision of lesions of the ovary, pelvic viscera, or peritoneal surface by any method, laparoscopy, surgical; with removal of adnexal structures (partial or total oophorectomy and/or salpingectomy), laparoscopy, surgical; with aspiration of cavity or cyst. Diagnostic results (normal ranges are provided in parenthesis if available): [anal examination] on (B)(6) 2014: anal manometry showed a first sensation at 145 rnl. Resting pressure was 49 mmhg. Squeeze pressure was 121 mmhg. First urge was 235 ml. Maximum tolerance was 335 ml. Pudenda! Nerve latency testing was present bilaterally. Her rair was present. Emo was normal. [Blood pressure measurement] on (B)(6) 2022: 131/82. [Body height] on (B)(6) 2022: 64". [Body mass index] on (B)(6) 2022: 20.60 kg/m2. [Heart rate] on (B)(6) 2022: 73 beats/min. [Investigation] on (B)(6) 2014: oxford scale for digital evaluation and pelvic floor contraction strength is 4. [Pathology test] on (B)(6) 2022: surgical pathology report diagnosis: a) resection - right fallopian tube - benign fallopian tube. ¿ benign fibromuscular tissue with focal tubal type epithelium (see microscopic description). B) resection ¿ left fallopian tube benign fallopian tube with small paratubal cysts. Microscopic description: a) sections reveal a full cross-section of essentially unremarkable fallopian tube. Additionally, there are portions of benign, dense fibromuscular tissue with some attenuated apparent overlying mesothelium. Within this, there is a distorted gland-like space lined by ciliated tubal-type epithelium. This could represent a portion of an adhesed fallopian tube, or endosalpingiosis. Endometriosis is also a consideration, though diagnostic features are not present. There is no atypia or malignancy. B) sections reveal a full cross-section of benign fallopian tube with a few small paratubal cysts. No atypia or malignancy is identified. Gross description: a) received in formalin labeled with the "right fallopian tube" is a 7.2 x 0.5 x 0.5 cm fimbriated fallopian tube. The fimbriae are prominent and delicate. The outer surface is pink-tan, smooth and glistening, devoid of discrete paratubal cysts. Sectioning reveals a stellate pinpoint lumen devoid of lesion or focal abnormality. The specimen is representatively submitted in a1. Also received in the same container is a 2.0 x 1.5 x 1.1 cm ovoid to irregularly shaped pink-tan soft tissue fragment. Sectioning reveals a white-tan glistening cut surface. A discrete lesion is not identified. The specimen is sectioned and entirely submitted in a2. Additionally received in the same container is a 4.0 x 0.2 x 0.2 cm cylindrical silver metallic coil. B) received in formalin labeled with the patient's name and "left fallopian tube" is a 5.0 x 0.6 x 0.6 cm fimbriated fallopian tube. The outer surfaces are pink-tan to purple-tan, smooth and glistening, devoid of discrete paratubal cysts. Sectioning reveals a stellate pinpoint lumen devoid of lesion or focal abnormality. Clinical data: ovarian cyst, pelvic pain [physical examination] on (B)(6) 2014: she has an enterocele and rectocele with uterine descensus and examination under anesthesia reveals a widened genital hiatus [specialist consultation] on (B)(6) 2014: pre and post-operative diagnoses: 1. Pelvic organ prolapse; 2. Enterocele; 3. Rectocele; 4. Bladder pain. Operations performed: 1. Posterior vaginal colpopexy with graft placement; 2. Repair of enterocele and rectocele; 3. Levator ani muscle plication; 4. Partial vaginectomy; 5. Perineoplasty; 6. Cystoscopy with hydrodistension. Findings: this is a 30-year-old white gravida I. Para I, status post essure microinserts placement on oral contraceptive medication during the three-month period of essure placement. She presents to the office complaining of bladder pain consistent with interstitial cystitis. She also complains of low back pain. Constipation, deep thrust dyspareunia, essentially feeling nothing during coitus. Sexual dysfunction and vaginal air. She admits to assisted defecation spending an inordinate amount of time at stool, pushing excessively at stool, vaginal and rectal pressure, admits to having at times two to three bowel movements per week. She has anal incontinence to flatus. Her oxford scale for digital evaluation and pelvic floor contraction strength is 4. Anal manometry showed a first sensation at 145 rnl. Resting pressure was 49 mmhg. Squeeze pressure was 121 mmhg. First urge was 235 ml. Maximum tolerance was 335 ml. Pudenda! Nerve latency testing was present bilaterally. Her rair was present. Emo was normal. The patient admits to taking laxatives in order to have a bowel movement; on (B)(6) 2022: health considerations: female pelvic pain and ovarian cyst right. [Ultrasound scan vagina] on (B)(6) 2022: result not provided. [Weight] on (B)(6) 2022: 120 lbs. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-jul-2023: quality safety evaluation of ptc. Upon internal review, two events (hypothyroidism and irritable bowel syndrome) were deleted and added in the patient medical history. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("female pelvic pain"), pelvic organ prolapse ("pelvic organ prolapse."), uterine prolapse ("uterine prolapse without vaginal wall prolapse"), rectocele ("rectocele") and enterocele ("enterocele") in a 39 year-old female patient who had essure inserted (lot no. C03099) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of fluid retention (she has a lot of water retention when she is on her menses) on (B)(6) 2014, parity 1 and gravida I. Concurrent conditions were listed as social alcohol drinker and smoker (current every day smoker). Concomitant products included oral contraceptive nos since (B)(6) 2014, butalbital/asa/caffeine (acetylsalicylic acid;butalbital;caffeine), hydroxyzine hydrochloride, triamterene & hctz (hydrochlorothiazide;triamterene) and hyoscyamine sulfate. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 4 days after essure insertion, she experienced uterine prolapse (seriousness criterion medically important). On (B)(6) 2014 she experienced pelvic organ prolapse (seriousness criterion medically important), rectocele (seriousness criterion medically important) and bladder pain ("bladder pain"). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), enterocele (seriousness criterion medically important), adnexa uteri cyst ("paratubal cysts / ovarian cyst right"), constipation ("constipation"), cystitis interstitial ("interstitial cystitis"), back pain ("low back pain"), dyspareunia ("deep thrust dyspareunia"), sexual dysfunction ("sexual dysfunction"), vaginal flatulence ("vaginal air"), anal incontinence ("anal incontinence"), flatulence ("flatus"), bowel movement irregularity ("two to three bowel movements per week / defecation spending an inordinate amount of time at stool"), irritable bowel syndrome ("irritable bowel syndrome") and hypothyroidism ("hypothyroidism"). The patient was treated with laxative [bisacodyl] as well as surgery (essure remova via partial or total oophorectomy and salpingectomy on (B)(6) 2022, posterior vaginal colpopexy with graft placement, partial vaginectomy., levator ani muscle plication., repair of enterocele and rectocele. And repair of enterocele and rectocele). At the time of the report, the outcomes for pelvic pain, pelvic organ prolapse, uterine prolapse, rectocele, enterocele, adnexa uteri cyst, constipation, bladder pain, cystitis interstitial, back pain, dyspareunia, sexual dysfunction, vaginal flatulence, anal incontinence and flatulence were unknown. The reporter considered adnexa uteri cyst, anal incontinence, back pain, bladder pain, bowel movement irregularity, constipation, cystitis interstitial, dyspareunia, enterocele, flatulence, hypothyroidism, irritable bowel syndrome, pelvic organ prolapse, pelvic pain, rectocele, sexual dysfunction, uterine prolapse and vaginal flatulence to be related to essure administration. The reporter commented: follow-up ((B)(6) 2023). Discrepancy noted in newly informed essure insertion date: now informed as (B)(6) 2014. Essure placement details on (B)(6) 2014 procedure essure procedure note: both ostiais previously visualized with hysto. Patient tolerated procedure well. Micro- inserts placed successfully, without complications. Proximal coils at right cornua 8 and left cornua 5. Essure removal details (B)(6) 2022 procedure-laparoscopy, surgical; with fulguration or excision of lesions of the ovary, pelvic viscera, or peritoneal surface by any method, laparoscopy, surgical; with removal of adnexal structures (partial or total oophorectomy and/or salpingectomy), laparoscopy, surgical; with aspiration of cavity or cyst. . Diagnostic results (normal ranges are provided in parenthesis if available): [anal examination] on (B)(6) 2014: anal manometry showed a first sensation at 145 rnl. Resting pressure was 49 mmhg. Squeeze pressure was 121 mmhg. First urge was 235 ml. Maximum tolerance was 335 ml. Pudenda! Nerve latency testing was presente bilaterally. Her rair was present. Emo was normal [blood pressure measurement] on (B)(6) 2022: 131/82, [body height] on (B)(6) 2022: 64", [body mass index] on (B)(6) 2022: 20.60 kg/m2, [heart rate] on (B)(6) 2022: 73 beats/min, [investigation] on (B)(6) 2014: oxford scale for digital evaluation and pelvic floor contraction strength is 4. [Pathology test] on (B)(6) 2022: surgical pathology report diagnosis: a) resection - right fallopian tube - benign fallopian tube. ¿ benign fibromuscular tissue with focal tubal type epithelium (see microscopic description). B) resection ¿ left fallopian tube benign fallopian tube with small paratubal cysts. Microscopic description: a) sections reveal a full cross-section of essentially unremarkable fallopian tube. Additionally, there are portions of benign, dense fibromuscular tissue with some attenuated apparent overlying mesothelium. Within this, there is a distorted gland-like space lined by ciliated tubal-type epithelium. This could represent a portion of an adhesed fallopian tube, or endosalpingiosis. Endometriosis is also a consideration, though diagnostic features are not present. There is no atypia or malignancy. B) sections reveal a full cross-section of benign fallopian tube with a few small paratubal cysts. No atypia or malignancy is identified. Gross description: a) received in formalin labeled with the "right fallopian tube" is a 7.2 x 0.5 x 0.5 cm fimbriated fallopian tube. The fimbriae are prominent and delicate. The outer surface is pink-tan, smooth and glistening, devoid of discrete paratubal cysts. Sectioning reveals a stellate pinpoint lumen devoid of lesion or focal abnormality. The specimen is representatively submitted in a1. Also received in the same container is a 2.0 x 1.5 x 1.1 cm ovoid to irregularly shaped pink-tan soft tissue fragment. Sectioning reveals a white-tan glistening cut surface. A discrete lesion is not identified. The specimen is sectioned and entirely submitted in a2. Additionally received in the same container is a 4.0 x 0.2 x 0.2 cm cylindrical silver metallic coil. B) received in formalin labeled with the patient's name and "left fallopian tube" is a 5.0 x 0.6 x 0.6 cm fimbriated fallopian tube. The outer surfaces are pink-tan to purple-tan, smooth and glistening, devoid of discrete paratubal cysts. Sectioning reveals a stellate pinpoint lumen devoid of lesion or focal abnormality. Clinical data: ovarian cyst, pelvic pain [physical examination] on (B)(6) 2014: she has an enterocele and rectocele with uterine descensus and examination under anesthesia reveals a widened genital hiatus [specialist consultation] on (B)(6) 2014: pre and post-operative diagnoses: 1. Pelvic organ prolapse; 2. Enterocele; 3. Rectocele; 4. Bladder pain. Operations performed: 1. Posterior vaginal colpopexy with graft placement; 2. Repair of enterocele and rectocele; 3. Levator ani muscle plication; 4. Partial vaginectomy; 5. Perineoplasty; 6. Cystoscopy with hydrodistension. Findings: this is a 30-year-old white gravida I. Para I, status post essure microinserts placement on oral contraceptive medication during the three-month period of essure placement. She presents to the office complaining of bladder pain consistent with interstitial cystitis. She also complains of low back pain. Constipation, deep thrust dyspareunia, essentially feeling nothing during coitus. Sexual dysfunction and vaginal air. She admits to assisted defecation spending an inordinate amount of time at stool, pushing excessively at stool, vaginal and rectal pressure, admits to having at times two to three bowel movements per week. She has anal incontinence to flatus. Her oxford scale for digital evaluation and pelvic floor contraction strength is 4. Anal manometry showed a first sensation at 145 rnl. Resting pressure was 49 mmhg. Squeeze pressure was 121 mmhg. First urge was 235 ml. Maximum tolerance was 335 ml. Pudenda! Nerve latency testing was present bilaterally. Her rair was present. Emo was normal. The patient admits to taking laxatives in order to have a bowel movement; on (B)(6) 2022: health considerations: female pelvic pain and ovarian cyst right [ultrasound scan vagina] on (B)(6) 2022: result not provided [weight] on (B)(6) 2022: 120 lbs. Concerning the injuries reported in this case, the following ones pelvic pain, pelvic organ prolapse, uterine prolapse, rectocele, enterocele, paratubal cyst, constipation, bladder pain, low back pain, dyspareunia, sexual dysfunction, vaginal flatulence, anal incontinence, flatus, bowel movement irregularity, irritable bowel syndrome, hypothyroidism were described in patient medical record. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: medical records received and the follow information were included, other health professional¿s reporter, consumer¿s reporter, medical history, lab data, essure start date updated from 2015 to (B)(6) 2014, essure batch number, concomitant products, treatment products, previous event medical device removal updated to pelvic pain female, new events pelvic organ prolapse, uterine prolapse, rectocele, enterocele, paratubal cyst, constipation, bladder pain, low back pain, dyspareunia, sexual dysfunction, vaginal flatulence, anal incontinence, flatus, bowel movement irregularity, irritable bowel syndrome, hypothyroidism, international medical device regulators forum annex e and f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.